Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 468 mg/dl at the time of call. The customer stated that they treated the high blood glucose by bolus. The customer also reported that they had low blood glucose of 53 mg/dl and they were able to bring the blood glucose up to 143 mg/dl after treating with food. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.